Manufacturer narrative:
According to additional information received from the gehc service representative, both mechanical and manual ventilation was available. The reported event does not affect the function of the device. The unit alarmed, notifying the user of reported condition. The unit continues to ventilate and alarms remain functional. This event was therefore not reportable. Block h4 updated to include month of manufacture. According to additional information received from the gehc service representative, both mechanical and manual ventilation was available. The reported event does not affect the function of the device. The unit alarmed, notifying the user of reported condition. The unit continues to ventilate and alarms remain functional. This event was therefore not reportable.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The absorber panel latch and associated hardware were replaced. The unit was returned to service.

Event description:
The hospital reported that the absorber panel was alarming that it was open. There is no report of patient involvement.